Event description:
It was reported that during a lumbar laminectomy procedure the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to electromagnetic interference. In addition, a false lead integrity alert (lia) triggered for sensing integrity counter(sic) and high rate non-sustained episodes. It was noted that the ICD had not be deactivated during the procedure. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.